Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 77 mg/dl. The customer stated that she had a low battery alert and it would count down. She had tried a few batteries but could not get the device to work. Upon troubleshooting, it was found that cleaning the battery cap contact resolved the issue and the display did return. The insulin pump passed the self test. Advised the customer to monitor the device. Nothing further reported.